Event description:
A female pt reported, that she experienced acanthamoeba keratitis and "lost her eye", while using complete moistureplus to care for her acuvue contact lenses. Her symptoms of pain, tearing and photophobia began in late 2003. She sought medical attention from her optometrist and initial diagnosis was given as shingles. Patient treated with steroid for several months, and after symptoms did not improve, she was referred to a corneal specialist in early 2004. Patient underwent confocal exam (no culture); was treated with brolene and "lots of other compounds" for several months. Patient required corneal transplant. Patient reported, that she used tap water to rinse her lenses and lens case. We are attempting to obtain attending physician info. Complaint unit was discarded at the time of pt's ae; no lot number info available to conduct product investigation.

Manufacturer narrative:
On may 25, 2007 amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to info provided that day by the u.s. Centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a 5-day MDR.